Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic liver resection procedure, the probe of the ultrasonic surgical device broke. The broken piece of the probe was safely removed from the patient. The issue did not affect the patient. A delay of greater than or equal to 30 minutes occurred, however the procedure continued safely and was completed with a back-up device. There were no reports of patient harm.

Event description:
Additional information was received from the customer indicated the device piece fell into the patient's upper abdominal area and was retrieved with forceps. The delay in the procedure was one hour while the patient was under general anesthesia. The expected duration of the procedure was to be more than four hours, and the actual duration of the procedure was six hours. There was no patient harm or complications, nor any medical intervention required due to the prolonged procedure. The patient's condition was reported to be normal.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d9, h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The device evaluation did not find a crack or breakage in the probe. A probe check was performed and no abnormality occurred. Additionally, output was checked with no findings. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was peeled off. Based on the results of the investigation, and since the reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the peeled of tissue pad was not established, however a stress problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.